Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic recurrent inguinal hernia, while on the abdominal wall, surgeons tried to inflate the balloon but it failed. The defective device was removed and replaced with a functional one.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted that the balloon had a hole. The obturator, valve seal and doors appeared intact. The insufflation bulb was received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the hole in the balloon may occur when mishandled during clinical application. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic recurrent inguinal hernia, while on the abdominal wall, surgeon tried to inflate the balloon several times but it failed. The defective device was removed and replaced with a functional one. Procedure had less than 30 minutes extension. No patient injury.